Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 4.7 ng/ml was obtained but was not released from the laboratory. There was no patient impact associated with this event. Immediate reflex (automatic retest) of the patient's sample, on the same instrument, produced lower results of 0.007, 0.007, and 0.006 ng/ml, within the laboratory's established normal reference range. The customer stated the patient's sample was collected in 13x75 mm greiner vacutte test tube and centrifuged at 3,000g (relative centrifugal force) for 15 minutes. The customer indicated the sample was stored in a plastic bag one hour after collection, at room temperature. No sample integrity issues were observed. The customer indicated all system parameters, including quality control, calibration, and system check, were performing within assay and instrument specifications. The instrument was in normal operation.